Event description:
Device report from synthes reports an event in japan as follows: it was reported that on (B)(6) 2023, the patient underwent the orif with the plate and the screw for the distal femoral fracture. Although the screw in question was inserted into the anterior most distal hole on the plate, it could not be locked. It was found that the screw penetrated the plate in question. Manual drilling was performed almost perpendicular to the plate. The surgeon decided to give up on removing it. The surgeon performed minimally invasive operation as much as possible, and when the plate was installed, the surgeon mistakenly drilled into the small hole instead of drilling into the large hole and crushed the hole. The surgery was completed successfully without any surgical delay. Patient's outcome/ consequences: stable no further information is available. This report is for one (1) locking attachment washer f/retrogr fem. This is report 1 of 2 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d2b: additional product code: hwc. D9: complainant part is not expected to be returned for manufacturer review/investigation. A manufacturing record evaluation was performed for the finished device (part # 02.233.104s lot # 645p694) and no non-conformances / manufacturing irregularities were identified. H3, h4, h6: without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.